Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient got an infection at the implant site and said it was one month ago/the end of march. They think that the battery was also too heavy for the patient's body, the patient is very thin and the battery got an infection. It got worse last saturday and the patient went to the hospital and had surgery yesterday. They stated the surgery was to take the battery out of the patient's body and they want to wait 2 months until they put a new one in. They confirmed the explant was due to infection. They commented that "the infection was not horrible." They wanted to know why they have to wait for two months and what will happen because the battery is out. It was reviewed that this is a medical decision and the patient will not be getting therapy as their battery is not implanted. The patient is having symptoms due to the battery having been explanted due to infection. They stated patient is not responding when they talk to them and stated normally, the patient can talk to them just fine. The symptoms are with the patient's body and walking around. The patient "cannot move and after taking it out yesterday, this happened." They are afraid the patient will lose their mind forever. They were very concerned because due to covid-19, they cannot go to the hospital. When the nurse gave the patient medication, they did not react. It was reviewed that it is unknown if this is because the deep brain stimulation (dbs) is taken out and they would want to consult with the healthcare provider (hcp).